Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out. During the procedure via fluoroscopy the atrial lead was dislodged, capture and sensing values were appropriate. The lead was explanted and a new lead placed successfully. The patient was stable before during and after the procedure. The patient would be monitored.